Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cerebrovascular accident ("100% recovery from your stroke"). The patient was treated with surgery (e free (medical device removal)). Essure was removed. At the time of the report, the pelvic pain outcome was unknown and the cerebrovascular accident had resolved. The reporter considered cerebrovascular accident and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Added reporter. Event medical device removal updated to new event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included non-tobacco user. On an unknown date, the patient had essure inserted. In 2012, the patient experienced cerebrovascular accident ("100% recovery from your stroke, multiple strokes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis ("arthritis"), abortion spontaneous ("miscarriage "), noninfective encephalitis ("my stroke was in my brainstem due to massive inflammation constricting my blood vessels"), cerebral vasoconstriction ("my stroke was in my brainstem due to massive inflammation constricting my blood vessels"), endometriosis ("endometriosis"), migraine ("constant migraines"), headache ("headache"), neuralgia ("nerve pain in my skull"), arthralgia ("joint ache"), back pain ("back ache"), joint swelling ("ankle swelling"), rash pruritic ("my guns no longer irritated, no longer itcy or rashy") and genital haemorrhage ("bled"), was found to have hormone level abnormal ("hormonal imbalance") with lactation disorder, amenorrhoea and somatic symptom disorder of pregnancy and uterine leiomyoma ("fibroids") and was found to have a pregnancy with contraceptive device ("pregnant with essure microinsert"). The patient was treated with surgery (hysterectomy/bilater salpingectomy leaving ovaries). Essure was removed in 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, noninfective encephalitis, cerebral vasoconstriction, migraine, neuralgia and genital haemorrhage outcome was unknown and the cerebrovascular accident, endometriosis, uterine leiomyoma, headache, arthralgia, back pain, joint swelling and rash pruritic had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, arthritis, back pain, cerebral vasoconstriction, cerebrovascular accident, endometriosis, genital haemorrhage, headache, hormone level abnormal, joint swelling, migraine, neuralgia, noninfective encephalitis, pelvic pain, pregnancy with contraceptive device, rash pruritic and uterine leiomyoma to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.143 kgs. Magnetic resonance imaging - on an unknown date: no result provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included non-tobacco user. On an unknown date, the patient had essure inserted. In 2012, the patient experienced cerebrovascular accident ("100% recovery from your stroke, multiple strokes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis ("arthritis"), abortion spontaneous ("miscarriage "), noninfective encephalitis ("my stroke was in my brainstem due to massive inflammation constricting my blood vessels"), cerebral vasoconstriction ("my stroke was in my brainstem due to massive inflammation constricting my blood vessels"), endometriosis ("endometriosis"), migraine ("constant migraines"), headache ("headache"), neuralgia ("nerve pain in my skull"), arthralgia ("joint ache"), back pain ("back ache"), joint swelling ("ankle swelling"), rash pruritic ("my guns no longer irritated, no longer itcy or rashy") and genital haemorrhage ("bled"), was found to have hormone level abnormal ("hormonal imbalance") with lactation disorder, amenorrhoea and somatic symptom disorder of pregnancy and uterine leiomyoma ("fibroids") and was found to have a pregnancy with contraceptive device ("pregnant with essure microinsert"). The patient was treated with surgery (hysterectomy/bilater salpingectomy leaving ovaries). Essure was removed in 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, noninfective encephalitis, cerebral vasoconstriction, migraine, neuralgia and genital haemorrhage outcome was unknown and the cerebrovascular accident, endometriosis, uterine leiomyoma, headache, arthralgia, back pain, joint swelling and rash pruritic had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, arthritis, back pain, cerebral vasoconstriction, cerebrovascular accident, endometriosis, genital haemorrhage, headache, hormone level abnormal, joint swelling, migraine, neuralgia, noninfective encephalitis, pelvic pain, pregnancy with contraceptive device, rash pruritic and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57.143 kgs. Magnetic resonance imaging - on an unknown date: no result provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: event arthritis added. On (B)(6) 2020: event hormonal imbalance with symptoms lactation disorder, amenorrhoea and somatic symptom disorder of pregnancy added. Event pregnant with essure micro insert, spontaneous abortion and device ineffective on (B)(6) 2020: content of social media received. Reporter added. New events of non-infective encephalitis, cerebral vasoconstriction, endometriosis, uterine leiomyoma, migraine, headache, neuralgia, arthralgia, back pain, joint swelling and rash pruritic were added. Medical history and lab data were added. Patient's age added. Removal date of essure was added. On (B)(6) 2020: social media received. Reporter added. Event bled added. On (B)(6) 2020: processed with fu 7. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cerebrovascular accident ("100% recovery from your stroke"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the cerebrovascular accident had resolved. The reporter considered cerebrovascular accident and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received new events: 100% recovery from your stroke and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.